Event description:
The fse reported error messages which caused the system to stop working intermittently, and required reboots. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The data cables on pdu and cables on system interface were evaluated and reseated. The system was tested and found to be working as intended and returned to svc.